Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing loss of stimulation. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient did not proceed with the revision procedure. No further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. The patient will undergo a lead replacement procedure.